Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
During preventive maintenance, the service engineer noticed that the device would shut down, instead of switching to the battery, when ac power was removed, and then it would not power on when ac power was restored. The device annunciated audible and visual alarms. There was no patient involvement. The service engineer determined that the power management board had failed. The service engineer replaced the power management board, which resolved the problem. The service engineer then completed performance verification testing and found the device met performance specifications.